Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient experienced a shocking sensation. Patient was on program 3 at 1.8 and stimulation was decreased to 0.1. After decreasing the amplitude, it eliminated the uncomfortable stimulation. Patient stated that they turned off the stimulation and the discomfort was subsiding. Patient has a follow up appointment scheduled for (B)(6) 2019. No further complications were noted or anticipated